Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) white console cable became disconnected from the red hub. The screen showed flat placement and motor signals, and ¿pump stopped - alarm condition resolved¿ at the top. It was noted that the controller did not alarm. Abiomed staff were present and resolved the issue by troubleshooting. No patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. The device logs revealed that an impella stopped (current mismatch alarm ¿ event set 119) was triggered when the pump was accidentally unplugged, but the alarm was resolved the same second it was triggered. This likely occurred because the console then recognized the pump disconnection, which resulted in the aic resolving the impella stopped alarm. The console was not returned for this investigation. The failure mode was reproduced on an engineering test console. Once the console recognized the pump has been disconnected, the impella stopped alarm resolved. The cause of the impella stopped alarm resolving immediately was due sw¿s alarm criteria (classified as a sw defect in this case), which resolves alarm upon disconnection of the stopped pump. This report is being filed as part of a retrospective review of historical records.